Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer/stroke while using the device and was admitted in the hospital while using this device, visualization of particles. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section a2, a3 and b3 were missed to capture in follow-up 1. Updated in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles.there was no report of patient harm or injury. Patient also alleged of having cancer/stroke while using the device and was admitted in the hospital while using this device. Section b1, b2, h1, codes in section h6 were updated in this report.

Manufacturer narrative:
In previous MDR report, the manufacturer was missed to capture reporter address and patient; st current condition. It was updated in this report. Section b7 and e1 has been updated in this report.